Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy - simple surgical procedure, the monopolar curved scissors' protective sheath was broken, revealing the orange sheath. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not used, and it was uncertain where the damage was located.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 1.2mm x 2.58mm. There was no material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.